Event description:
Doctor attempting to place a decapolar catheter into the coronary sinus (cs), which requires the catheter to bend in a specific way. This catheter failed to bend correctly, and hence could not be placed into the cs. Another decapolar catheter was utilized, and the procedure was completed with no complications. From the procedural note: a decapolar catheter was advanced to the coronary sinus for left atrial pacing and recording. Mapping and ablation were aided by carto electroanatomic mapping. A his cloud was recorded.